Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.037.017, lot 9428332: manufacturing site: bettlach. Release to warehouse date: march 27, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, the received guide sleeve was observed with stripped threads and there were scratches on the device. It was missing both the red alignment indicator epoxy. Relevant actions have been taken to address the issue, and it does not require any additional investigation for this defect. No other issues were identified. The functional inspection was not performed as the device was received by itself, so the jammed condition cannot be confirmed. However, the stripped threads would have resulted in the device interaction issue. The external diameter of the distal end of the device was measured and found to be within the specification. Based on the date of manufacture the drawings, reflecting the current and manufactured revision were reviewed. The complaint condition is confirmed. Since the stripped threads would have contributed to the device interaction issue. There is no indication that a design or manufacturing issue has caused the issue. The root cause for the bent distal tip might be unintended forces applied to the device. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 prior to the procedure the blade/ screw guide sleeve was jammed and was not going with other sleeves. So we opened the backup tray before the procedure started. The middle sleeve just got stuck but was able to be pulled apart. The tool could not be used as intended. Procedure was completed successfully with no surgical delay and no patient consequences. This report is for 1 blade/screw guide sleeve. This is report 1 of 2 for complaint (B)(4).